Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a stereotactic breast biopsy, the probe allegedly did not have a collection tray cover. It was further reported the user proceeded and was unable to obtain tissue samples. Reportedly, another probe was able to complete the biopsy. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual inspection: the probe was returned used and the aperture was 100% closed. The saline cap was returned. The sample chamber was noted to contain the correct internal upright tubing. The tissue tray received inside the sample chamber was noted to have a tray cover, however the port cap was not returned. The sealed sample chamber was noted to not contain an upright probe tray cover. No damage was identified to the rear housing. No other anomalies were noted. X-ray: the probe was examined via x-ray imaging prior to functional testing. The image attached shows both of the front stops to be intact on the front housing. Functional/performance evaluation(s): the returned, sealed sample tray was used for this evaluation. The probe was loaded into the in-house driver and calibrated successfully. A vacuum differential test was performed. The vacuum was measured and the vacuum differential meets the specification. The probe was tested for an around the clock sampling; each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. No error was displayed on the console during testing. No unusual noises were heard during the evaluation. No suction issues were identified with the probe. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: although the extra sealed tissue tray was returned with no tray cover, the investigation is inconclusive for the reported issue, as the tissue tray received inside the probe contained a tray cover, and as the probe was returned opened. However, the investigation is unconfirmed for the reported sampling issues, as the probe was able to successfully obtain samples during functional testing. Although the definitive root cause for the alleged missing sample tray cover could not be determined based upon available information, there is the potential that the reported device contained an incorrect sample chamber. Labeling review: the current instructions for use (IFU) states: complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. Using standard aseptic technique, remove the biopsy probe from the package and check for damage. To use the sample rinse feature, attach the vacuum tube connector, and the rinse tube connector, to the vacuum unit. Install the biopsy device to the driver by sliding the distal end into place and then pressing down on the proximal end to lock. Remove the cover for stereotactic use. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a stereotactic breast biopsy, the probe allegedly did not have a collection tray cover. It was further reported the user proceeded and was unable to obtain tissue samples. Reportedly, another probe was able to complete the biopsy. There was no reported patient injury.